Manufacturer narrative:
Reported event: during a total knee case today we had 4 separate 3.2x110 bone pins break in the tibia. Patient involved, yes. Harm to the patient: to be determined. The tips were unable to be recovered. There was a delay in the surgery about 10 minutes. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: a review of the device history record could not be completed as a lot number was not reported. However, other complaints have been completed or are under investigation for part number 143110 (reference pr numbers (B)(4) (phase 3 completed), and (B)(4)). For each of these investigations, the device history record was included in the complaint investigation. Complaint history review: a review of complaints in (B)(6) could not be completed for this lot as the lot number was not reported. However, a search for complaints involving part number 143110 yielded pr numbers (B)(4) involving this part number for lots w41378 and w41378-1. Tracking of complaints related to the 143110 part number will be tracked through quarterly trend request #789. Conclusions: the mps confirmed the surgeon does not use the array stabilizers to insert the bone pins per the user guide instructions. As such, this is off label use. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
While the surgeon was performing a total knee arthroplasty using the robotic arm interactive orthopedic system (rio), 4 bone pins broke in the patient's tibia and could not be recovered. Harm to the patient is still undetermined.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While the surgeon was performing a total knee arthroplasty using the robotic arm interactive orthopedic system (rio), 4 bone pins broke in the patient's tibia and could not be recovered. Harm to the patient is still undetermined.